Event description:
On (B)(6) - it was reported by the consumer that the tran17fr transport mechanical wheelchair plastic u piece on the seat frame was broken during use. There was no reported patient injury.